Manufacturer narrative:
Investigation - evaluation: a review of the documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. As the lot number of the device is unknown, a representative device could not be obtained for investigation. No images were provided for review. However, a document-based investigation was performed. Design testing is conducted to confirm adequate fatigue strength in the filter struts. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Per the IFU, " upon removal from package, inspect the product to ensure no damage has occurred. Excessive force should not be exerted during placement of the filter. If filter migration occurs, transcatheter retrieval of the filter is not recommended. Filter migration is a known potential complication of vena cava filters. Cranial and caudal migrations have been reported. Among other causes, migration may be associated with improper deployment, deployment into clots, dislodgement due to large clot burdens, and/or procedures that involve other devices being passed through an in situ filter. Filter fracture is a known potential complication of vena cava filters." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported per voluntary medwatch (mw5072637), a cook's birds nest filter was implanted in the patient in 1988 due to pulmonary embolism. The patient was told that this product was permanent. Over the course of the next 30 years, the patient had multiple clots and strokes. The patient visited the hospital numerous times for chest pain. The patient was informed that the filter was malfunctioning. In 2017, two breaks of the filter was discovered. Pieces had migrated toward her kidney causing profuse scarring. In 2017, the patient experienced chest pain again. Three additional pieces of the filter had again migrated from her vena cava causing intense pain, anxiety, and depression. She was told to remain immobile to prevent further breakage and migration of the filter. In 2017 she spoke with a vascular surgeon who informed her that additional pieces had broken off and migrated. The patient was informed that she was a high death risk for further surgical procedures. In 2017 the patient saw another vascular surgeon. Large pieces of the filter had now perforated her vena cava and small bowel. Another vascular surgeon indicated that the filter had collapsed and was in dozens of pieces. In 2017, the surgeon was able to remove most of the filter. However several pieces still remain embedded. During the surgery the pieces went into both her heart and lung.